Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider(hcp) regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported the patient threw the programmer away because it never worked for them. The hcp was unsure if they meant the programmer didn¿t work or the therapy didn¿t work. Additional information was received from a healthcare provider (hcp). It was reported that the patient felt the stimulator was not working. The cause of the stimulator not working was undetermined. The patient has not charged the battery for several years and it was mentioned that they want the system removed. No further complications were reported.